Manufacturer narrative:
The MFR's svc rep performed an on site investigation. The svc rep replaced the power supply cable. The system was tested and is operating as intended.

Event description:
The customer reported that the 7900 system will intermittently fail to boot up. No pt injury was reported.